Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a polyflux 21l set one hour into hemodialysis therapy. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, showed a blue circled marking at the possible location of the leak and residual blood within the fibers. The event could not be confirmed nor refuted. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.